Event description:
During a ptca treatment procedure, the maverick otw balloon tested with application of negative pressure. The maverick otw balloon crossed the bifurcated, total occlusion lesion in the distal right coronary artery. Before preparing to dilate the balloon, the dr could not pull air from the balloon. He thought that this proximal balloon may have a leak. It is noted that significant resistance was encountered during insertion of the balloon. The procedure was not completed due to another reason and the pt is waiting for the next procedure. No pt injuries or complication were reported. Pt status is reported as "good."